Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 6 had failed full height enhanced. A field service engineer (fse) replaced the drawer controller board and the pyxis module controller board after identifying that the power supply unit was not initiating. The damaged retractor band was also replaced. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station failed to power on and went offline on remote support service. Customer stated that screen remained black, and each time they attempted to power it on, it produced a clicking noise. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.